Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menstrual disorder, pelvic pain, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, pelvic pain and pregnancy with contraceptive device to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus (l)/ perforation (uterus) uterus cornu/ once again showing coil possibly right side and protruding from uterus/ left one which appears to be partially in the uterus,but partially outside uterus"), device dislocation ("migration of device/migration of the right essure device outside the reproductive tract, now adjacent to the appendix / right one being in the abdominal cavity near the psoas major muscle/ appendix/ right one being in the abdominal cavity"), device breakage ("the right essure device had potentially broken off and retained in the abdomen, possibly still in the mesoappendix/the remaining small piece of the essure device is very likely to cause significant problems"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregna") in a 41-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included neuritis, pain in hip, hearing loss, tobacco user, vaginal dryness and hypothyroidism. Current weight 165 lbs. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, skin cancer, uterine bleeding, acute cystitis, bloating, chronic skin ulcer, irregular periods, vaginitis, groin pain, urinary tract infection, nephrolithiasis, sciatica, muscle spasms, flank pain, increased urinary frequency, tinnitus, herpes simplex type ii, rash on face, actinic keratosis, sepsis, general body pain, pneumonia, hot flashes, mood swings, libido decreased, abdominal discomfort and energy decreased. Concomitant products included doxycycline monohydrate (doxycycline al), ibuprofen (motrin), levothyroxine sodium (synthroid), naproxen, oxycodone hydrochloride;paracetamol (percocet) and paroxetine hydrochloride (paxil) since 2005. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual cycle"), hypersensitivity ("allergic reaction"), rash ("rashes on upper arm and chest"), headache ("headaches"), mood swings ("mood swings"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and panic disorder ("panic disorder"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy - diagnostic operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, back pain, abdominal pain, menstrual disorder, hypersensitivity, headache, mood swings, anxiety, depression, panic disorder and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, rash and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, panic disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details:the essure micro inserts were deployed in to both fallopian tubes without difficulty. Number of coils visible on the left: 2. Number of coils visible on the right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram - on an unknown date: kidney stones and told her essure was out of place. There is visible occlusion of the right tube because there is no dye in the right or the left tube. The left tube has an essure in place in the proximal tube. On CT done this past month 2012 demonstrates the same findings.. Hysterosalpingogram - in (B)(6) 2011: confirmed tubal occlusion status post essure.(as per mr); on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: rash, weight increased ,anxiety, depression, panic disorder. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs & mr received. Reporter's information added. Patient's demographics added. Lot number added. Added event perforation (uterus) / migration of essure device location of device: uterus (l), once again showing coil possibly right side and protruding from uterus/ left one which appears to be partially in the uterus, but partially outside uterus. (Extracted from mr) , anxiety, depression, panic disorder, rash, weight gain, cramping, pelvic inflammatory disease(added from mr).historical drug, historical condition, concomitant drug, concomitant condition, lab data were added.event clubbed with device dislocation"migration of device/migration of the right essure device outside the reproductive tract, now adjacent to the appendix / right one being in the abdominal cavity near the psoas major muscle/ appendix/ right one being in the abdominal cavity"(extracted from mr). The right essure device had potentially broken off and retained in the abdomen, possibly still in the mesoappendix(added from mr). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus (l)/ perforation (uterus) uterus cornu/ once again showing coil possibly right side and protruding from uterus/ left one which appears to be partially in the uterus,but partially outside uterus"), device dislocation ("migration of device/migration of the right essure device outside the reproductive tract, now adjacent to the appendix / right one being in the abdominal cavity near the psoas major muscle/ appendix/ right one being in the abdominal cavity"), device breakage ("the right essure device had potentially broken off and retained in the abdomen, possibly still in the mesoappendix/the remaining small piece of the essure device is very likely to cause significant problems"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("unwanted pregna") in a 41-year-old female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included neuritis, pain in hip, hearing loss, tobacco user, vaginal dryness and hypothyroidism. Current weight 165 lbs. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, skin cancer, uterine bleeding, acute cystitis, bloating, chronic skin ulcer, irregular periods, vaginitis, groin pain, urinary tract infection, nephrolithiasis, sciatica, muscle spasms, flank pain, increased urinary frequency, tinnitus, herpes simplex type ii, rash on face, actinic keratosis, sepsis, general body pain, pneumonia, hot flashes, mood swings, libido decreased, abdominal discomfort and energy decreased. Concomitant products included doxycycline monohydrate (doxycycline al), ibuprofen (motrin), levothyroxine sodium (synthroid), naproxen, oxycodone hydrochloride;paracetamol (percocet) and paroxetine hydrochloride (paxil) since 2005. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse"), menstrual disorder ("abnormal menstrual cycle"), hypersensitivity ("allergic reaction"), rash ("rashes on upper arm and chest"), headache ("headaches"), mood swings ("mood swings"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression") and panic disorder ("panic disorder"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy - diagnostic operative laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, back pain, abdominal pain, menstrual disorder, hypersensitivity, headache, mood swings, anxiety, depression, panic disorder and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, rash and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings, panic disorder, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details:the essure micro inserts were deployed in to both fallopian tubes without difficulty. Number of coils visible on the left: 2 number of coils visible on the right: 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Computerised tomogram - on an unknown date: kidney stones and told her essure was out of place. There is visible occlusion of the right tube because there is no dye in the right or the left tube. The left tube has an essure in place in the proximal tube. On CT done this past month 2012 demonstrates the same findings.. Hysterosalpingogram - in (B)(6) 2011: confirmed tubal occlusion status post essure.(as per mr); on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: rash, weight increased ,anxiety, depression, panic disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.